Event description:
A customer contacted stryker to report that their device had a blank screen during initial power on. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had a blank screen during initial power on. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the removed part and determined that the cause of the reported issue was due to a cracked and shorted capacitor,c181, on the user interface pcb assembly.